Manufacturer narrative:
The suspect medical device was updated. The following sections were updated: d1: brand name. D4: model number, catalog number, lot number, and UDI number. Relevant fields of section g were also updated. Section h4 was updated. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. The lancet device and 5 unused softclix lancets were returned for investigation. The lancet device was tested with the customer's lancets. The issue with a protruding lancet was reproduced. The lancets could not be inserted correctly into the device. The lancet device was disassembled for further investigation. There was a piece of tissue in the lancet holder, therefore, the lancets could not fit correctly into the holder. After removing the tissue, the lancet device worked according to specification. The lancets were also investigated and no abnormalities were observed. The investigation did not identify a product problem.

Event description:
There was an allegation of a retraction issue with a coaguchek softclix lancet device. After the patient used the device the lancet stuck out of the end cap and did not retract back into the device. The patient accidentally stuck himself with the lancet that was sticking out. No medical treatment was required.

Manufacturer narrative:
Occupation is patient/consumer the lancet device and lancets were requested for investigation.